Event description:
The customer reported being unable to test due to an adc device display issue. The customer further reported experiencing symptoms of hyperglycemia, trouble talking, scared, a loss of consciousness and was unable to self-treat. The customer was hospitalized and had contact with a healthcare professional who provided unspecified (dose) insulin injection and "taken an fbs" as treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.